Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined unit would not function as a cutter was stuck inside. The device was dissembled, the cutter was removed, and then the device was reassembled. Functional testing determined the mesher passed the sample graft test cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reporter telephone number: (B)(6). Associated cutter medwatch: 0001526350-2023-00333.

Event description:
It was reported that during surgery, the device was faulty. There are no adverse events associated with this malfunction. There was no harm or delay noted due to this malfunction. It was found during product evaluation, the device would not function due to a cutter being stuck inside the mesher. Due diligence is complete and there is no additional information available.